Manufacturer narrative:
(B)(4). Product does not returned for evaluation yet. Most likely underlying root cause of malfunction: strip issue.

Event description:
Consumer reported complaint for lo blood glucose test results. The customer's expected fasting blood glucose test result range is 118 to 127 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The customer provided that they have not had any recent changes to diet, medication, or exercise. The product is stored in the bedroom. The test strip lot manufacturer's expiration date is 07/13/2018 and open vial date is the week of (B)(6) 2016. The meter memory was reviewed for previous test result history (date / time not set): (B)(6). Adverse event not reported.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction: strip issue.

Event description:
Consumer reported complaint for lo blood glucose test results. The customer's expected fasting blood glucose test result range is 118mg/dl- 127 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The customer provided that they have not had any recent changes to diet, medication, or exercise. The product is stored in the bedroom. The test strip lot manufacturer's expiration date is 07/13/2018 and open vial date is the week of (B)(6) 2016. The meter memory was reviewed for previous test result history (date / time not set): (B)(6). Adverse event not reported.